Event description:
An (B)(6) suffered a precipitous decline in condition on (B)(6) 2013 and died (B)(6) 2013. Per the pathology report: the cause of death was circulatory failure due to a large accumulation of parenteral nutrition solution in the chest. As inmost described cases of 'effusions' caused by central catheters in neonates, the catheter did not directly perforate the wall of the vessel. Rather, it appears that a combination of friction between the catheter and the vein lining, a hypertonic solution, and a catheter tip which may have been 'wedged' against the jugular orifice, caused focal necrosis of the vein wall, allowing the fluid to 'percolate' into the mediastinal tissues and chest cavities." The neonate received the correct tpn fluid through the ideal route (PICC line). The PICC line was placed using standard procedure guidelines and was in the correct position. Appropriate line position was confirmed through diagnostic imaging.